Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00n2r, implanted: (B)(6)2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a therapeutic ultrasound about a month prior to report without realizing it was contraindicated and they were concerned about the associated risks. Though, it was stated the patient did not experience any discomfort during the therapeutic ultrasound. It was stated the patient started to have a loss of therapeutic effect and stimulation sensation about two months prior to report before having the therapeutic ultrasound. It was noted the patient was urinating a lot more than they used to. Reportedly, the patient changed the batteries in their programmer the day of report and increased stimulation from 0.8 to 0.9 volts. It was stated when the patient increased to 0.9 volts it felt too strong and they decreased to 0.8 volts which still felt too strong and then they ended up decreasing stimulation down to 0.6 volts. Additional information from the healthcare provider stated the patient¿s device deactivated and it was reprogrammed. It was stated the patient had excellent therapeutic result with reprogramming and the issue was resolved.